Manufacturer narrative:
Block a: no patient was involved. Block d4, UDI: (B)(4). Legal manufacturer: hcs horten - strandpromenaden 45 norway horten vestfold, n-3183 ge healthcare's investigation is ongoing at this time.

Event description:
Ge healthcare received a report that a biomed dropped the vscan extend and attempted to take apart the screen back side when it flared up red, and they sprayed it with a fire extinguisher.

Manufacturer narrative:
Ge healthcareâs investigation has completed. Additional information was received from a ge healthcare service engineer who assisted the customer, and further clarification of the incident was received. The customerâs biomedical technician clarified that they disassembled the device and noticed the phone battery was bulging so they tried to remove the battery with a screwdriver. When the biomedical technician tried to remove the phone battery the batter became hot and started smoking, so they used a fire extinguisher on the phone. The biomedical technician noted that no fire was observed. Additionally, the vscan extend & battery were not damaged. This information was reviewed by ge healthcare engineering where it was concluded that improper servicing of the phone battery (not following service manual instructions) triggered the hot & smoking battery. The phone was replaced to correct the issue. There is no malfunction of the vscan extend, and no further action will be taken at this time.

Manufacturer narrative:
**UDI related data quality updates only**